Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 30 mg/dl. Low bgs were caused by customer entering the intended amount in the pump for the bolus; however, it ended up being too much insulin and customer¿s basal rate requiring adjustments. Glucose tablets were consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.